Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the received implant is broken on the distractor body shaft, right at the transition from cylindrical to square shape. The broken off portion was not returned for investigation. The plate bent is in several directions. Furthermore, are some impression marks visible, which most probably were caused by a bending pliers. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Furthermore, the broken off portion is missing. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications with no ncr¿s noted and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the complaint condition is confirmed as the distractor body was found broken. Unfortunately, we have limited information in the complaint description and cannot determine how the implant broke. Therefore, we only can assume that during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot apr 07, 2020 a DHR review was not performed for this pi. This lot was manufactured by brandywine. Please reassign this task to the correct group. 04-13-2020 by: w. Schubele part number: 288.026, lot number: h438204 , part manufacture date: 11/08/2017, manufacturing location: brandywine , part expiration date: n/a , nonconformance noted: n/a . A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the maxillary distractor body 15mm was processed through the normal inspection and packaging operations. The product lot met all inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. The product met all inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: anti foot plate left (part# 288.043s, lot# h311834, quantity 1), anti foot plate right (part# 288.043s, lot# h311834, quantity 1), oval head screw (part# 288.065s, lot# unknown, quantity 1), post foot plate (part# 288.056s, lot# 9858022, quantity 1), unknown screws (part# unknown, lot# unknown, quantity 10).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The event date is unknown in 2020. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had the maxillary lengthening surgery on (B)(6) 2020, during the surgery. It was reported that the patient had revision surgery on (B)(6) 2020 ,during the surgery the extension part of the distractor body was broken. It was unknown if there was surgical delay. The patient status unknown. Concomitant devices reported: anti-foot plate left (part # 288.043s, lot # h311834, quantity # 1), anti-foot plate right (part # 288.039s, lot # h480997, quantity # 1), oval head screw (part # 288.065s, lot # unknown, quantity (2), post foot plate (part # 288.056s, lot # 9858022, quantity 2). This complaint involves one (1) devices. This is report 1 of 1 for (B)(4). Related product complaint: (B)(4).